Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported right side "deflation", "hole in radius (edge)". Device has been explanted.

Event description:
Patient reported right side textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported right side "deflation", "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles inside the device, yellow particles in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior to an unidentified (tear) opening.